Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The blood glucose level was 18 mmol/l at the time of incident and other blood glucose was 14.7 mmol/l. The customer was not admitted into the hospital as a result of the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Customer was treated with insulin pen. The insulin pump will not be returned for the analysis.